Manufacturer narrative:
Half of the sensor came out of the patient during the removal procedure on (B)(6) 2020. The physician was able to easily locate the remaining piece but that it was very encapsulated and difficult to remove. After several attempts to remove it, he decided it was better to leave it in there rather than potentially cause residual discomfort. The are no plans to explore and remove the remaining piece.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where half of the sensor came out of the patient during the removal procedure. The physician was able to easily locate the remaining piece but that it was very encapsulated and difficult to remove. After several attempts to remove it, he decided it was better to leave it in there rather than potentially cause residual discomfort.